Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump died the night before. Customer stated they had a power loss alarm and replace battery now alarm without getting a low battery alert. Blood glucose level at the time of the incident was not provided. The insulin pump is not expected to return.